Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the users experienced difficulty attempting to use the cut and coagulation functions on the subject device. The users then reportedly switched to another company's electrosurgical unit and reportedly experienced similar difficulty. The procedure was not completed, and the pt was reported to be in the care of the facility, no further details were provided.

Manufacturer narrative:
Olympus was informed that at the time of the event, the users had attempted to troubleshoot the equipment by exchanging several accessories, including pt plate, active cord, and snares without success. The users reported that no alarms were observed at the time of the event. Olympus contacted the user facility via phone and in writing to obtain additional info regarding the reported event, but no further details were provided. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for eval, or if significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please see also reference MFR# 8010047-2010-00260 for related report.